Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was unpaired on the mobile app occurred. Data was evaluated and the allegation was not confirmed. The probable cause was determined to be potential patient misuse. No injury or medical intervention was reported.